Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
There is no documentation to show a causal relationship between the event of possible peritonitis and the liberty cycler set. Additionally, there is no allegation of a malfunction against the cycler set. The patient¿s physician is not sure if this is gastrointestinal related or a breach in aseptic technique which was reported by the pdrn as the possible causal event of the peritonitis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported during routine follow up on an unrelated customer experience that the patient was cultured on (B)(6) 2017 and diagnosed with peritonitis. The patient¿s pd effluent was cultured on (B)(6) 2017 and showed the white blood cells (wbc) to be 679ul and no growth after 24 hours. The patient was started on antibiotic treatment with vancomycin and ceftazidime. Repeat culture on (B)(6) 2017 and (B)(6) 2017 showed wbc counts of 60ul and 1903ul with no growth. The patient was not hospitalized for the peritonitis event and another culture draw from (B)(6) 2017 showed wbc 1. The peritoneal dialysis nurse indicated that the peritonitis might be gastrointestinal related and not directly related to pd therapy. There is no confirmation of the cause, but no leaks were discovered in the cycler or cycler set. The cause, if not gastrointestinal, could be a breach in aseptic technique. There was no allegation of a device malfunction.